Event description:
Device complicationsl no malfunction identified. Time of complication: after the procedure. Symptoms: confusion, back pain, pseudomonas/mrsa. A stent was removed from the patient. It is noted that the patient presented with symptoms of confusion and back pain, blood cultures and duplex ultrasound were done. It was reported that the duplex ultrasound revealed a pseudo aneurysn , and the blood culture revealed mrsa. The patient had an endarterectomy and the stent was removed. There was no reported patient injury and no additional information available.